Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arrhythmia: the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected data: d1 brand name updated/corrected.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the patient had on/off arrhythmias. Care was withdrawn and the patient expired. This is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. Refer to section h10 for the related report number.